Event description:
The reporter indicated that a 13.7mm vicm5_13.7 implantable collamer lens -11.00 diopter was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024 the lens was replaced with a shorter length lens due to excessive vault and significant reduction of iridocorneal angles.this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - health effect clinical code: 4581 (significant reduction of ica). Claim# (B)(4).